Manufacturer narrative:
Date of event: approximated since unknown.

Event description:
It was reported that movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. This was a difficult multi-device/sheath case with a very posterior directed laa with a tapered lobe. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Initial placement of the 27mm device resulted in too much shoulder and the device kept diving posteriorly. Two more 27mm devices were used because the main intention was to switch out sheaths for a better trajectory. A 24mm flx device was eventually used that created a better result with an acceptable shoulder at 90 degrees and 135 degrees. Three partial recaptures were needed but release criteria was satisfied and the device was released. At the 45-day follow-up, a noticeable proximal shift in the device and a leak of 3mm was noted. The patient's oral anticoagulation was stopped since the leak was acceptable. A follow-up computed tomography (CT) scan will be done. The patient was reported to be stable on the day of follow-up.